Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15817. It was reported the patient's scs system is auto-reducing. Diagnostic testing indicated invalid impedance readings. The patient later lost stimulation and additional diagnostic testing indicated high impedance readings. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.